Manufacturer narrative:
Event and therapy dates are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-21641. It was reported patient experienced ineffective therapy. Diagnostics were unremarkable. X-rays did not confirm migration. Reprogramming was unable to resolve the issue. Impedances were normal. To address this issue patient underwent surgical intervention wherein the leads were replaced. Reportedly effective therapy was restored.